Event description:
In 2008, the patient reported that the previous day the luer of his infusion set became disconnected from the adapter. He stated that he has poor eyesight and may have ran into something causing the infusion set to detach. He stated that he reconnected the infusion set to the adapter and continued to use it. He had no further issues and his blood glucose was not affected. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.